Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an adverse reaction to metal debris (armd), malposition and black corrosion. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿ particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ the following sections could not be completed with the limited information provided. Date implanted - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03152 / 03153).

Manufacturer narrative:
This follow-up report is being filed to relay this medwatch is a duplicate, which was unknown at the time of the initial medwatch. Please reference medwatch numbers 1825034-2013-02077/02078.